Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer replaced board 151630-01 to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer was unable to open and displayed not detected on communication bus. The customer stated that they tried to reboot, checked cable and controller board but the malfunction persisted. There was a delay in the dispensing of the medication due to this malfunction. There were no adverse events or injuries reported based on this incident.